Manufacturer narrative:
Submit date: 10/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that they ran the unit through a re-cert test and the buzzer did not sound during the test. The customer also stated that during the mistic test, the unit did not recognize removing the set.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of buzzer did not sound during testing. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.